Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error and other error alarms. The blood glucose reading was 179 mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run the displacement test and the test failed. No further information was provided.